Event description:
The customer contact reported that during testing at the user facility, the female end of the ac power cord was found to be charred "on the rear of the device where it is plugged in." There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.